Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severly calcified right anterior tibial artery. A 3mm x 20mm x 143cm cayote es balloon catheter was advanced for dilation. However, during the first inflation at 4 atmosphere for 6 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.